Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient's symptoms have resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during a cervical lead revision (related manufacturer reference 3006705815-2019-02700, 1627487-2019-08187), neuromonitoring recorded abnormal readings and patient was unable to move extremities. As a result, the procedure was aborted.